Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on the keypad traces. The displacement test was unable to be performed due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 8 mg/dl. Customer states the button error alarm did not occur right after the pump was exposed to moisture. Customer states they are unsure if a button was pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.